Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology; calcification and tortuosity present). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; calcification and tortuosity present). (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the left main stem that exhibited calcification and tortuosity. The lesion was pre-dilated; however it was reported that when the stent was passing the left main lesion, the struts of the stent were damaged. Another stent was successfully implanted. No patient injury occurred and no clinical sequelae were reported. Device evaluation the stent was positioned on the balloon between the marker bands as per specifications. A number of struts on the 5th proximal stent segment were stretched proximally. Numerous struts on the 5th, 6th and 7th proximal segments were raised and deformed.